Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was multiple organ failure, heart attack, kidney failure, and high blood glucose. The caller stated that the customer had heart disease that may have led to the customer's passing. The customer¿s blood glucose was high at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing,as the customer was taken off the pump due to high blood glucose and put on intravenous insulin. The customer was using sensors. The caller agreed to return the insulin pump for analysis.